Event description:
The physician used a wilson-cook tracer metro wire guide during a biliary stent placement. Additional information provided with this report indicated the user applied proper flushing techniques. During use, the coating of the wire guide separated, but did not detach near the distal end. The device was removed with no injury to the patient.